Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip was not closing on the proximal end so they opened a second device. The second device was fired and the clip damaged the vessel. The surgeon had to open the patient to complete the case.

Manufacturer narrative:
Information anticipated, but unavailable at this time.